Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 06-10-12024 it was reported by the patient that infusion set cannula was kinked within 3 hours of insertion the site where infusion set was inserted was abdomen right side. No further information was available.